Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Summary of investigation: a picture of the involved device and x-ray pictures were transmitted for investigation. However, no sample was returned for investigation. -picture review: the catheter is partially visible. No defect is noticeable. -x-ray pictures review: unfortunately, the x-ray pictures received are not usable because there is a reflection on the picture. -transmitted information analysis: the catheter was implanted during around 9 months via jugular vein. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred after implantation. Conclusion: the complaint is not confirmed as no sample were returned and no better-quality x-ray picture were available for evaluation. However, it is worth noting that: - no other similar complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access port and IFU already gives recommendations to avoid such event: this is a rare incident. No actions plan is foreseen at this time.

Event description:
During treatment, it was found that the catheter was blocked, and ultrasound revealed that the subcutaneous tunnel of the catheter was partially broken, with the tail end located in the superior vena cava. Remove the catheter through interventional surgery.